Event description:
The customer reported non-reproducible troponin I (access accutni+3) and creatine kinase m-subunit b-subunit (access ck-mb) results involving the unicel dxi 800 access immunoassay system (serial number (B)(4)) for eleven (11) patient samples. This report addresses the non-reproducible elevated access accutni+2 and access ck-mb result obtained on (B)(6), 2015 for two patients (designated as patients two (2) and three (3)). The customer re-centrifuged and repeated the sample on the same unicel dxi 800 access immunoassay system and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 and access ck-mb results were not reported outside the laboratory. There was no change or impact to patient care or treatment. MDR 2122870-2015-00347 addresses the non-reproducible access ck-mb result obtained on (B)(6), 2015 for one patient (designated as patient one (1)). MDR 2122870-2015-00349 addresses the non-reproducible access ck-mb result obtained on (B)(6), 2015 for one patient (designated as patient four (4)). MDR 2122870-2015-00350 addresses the non-reproducible access accutni+3 and access ck-mb results obtained on (B)(6), 2015 for six (6) patients (designated as patients five (5) through ten (10)). MDR 2122870-2015-00351 addresses the non-reproducible access ck-mb result obtained on (B)(6), 2015 for one (1) patient (designated as patient eleven (11)). Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. Quality control (qc), access accutni+3 and access ck-mb calibrations, and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient samples were collected in lithium heparin plasma tubes. Sample processing information, such as centrifugation speed and time, were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
(B)(6). (B)(4). The beckman coulter (bec) field service engineer (fse) ran a high sensitivity system check and precision run using wash buffer. The high sensitivity system check failed the foam portion and the precision run failed. The fse noted the belt on the power processor was faulty which was causing shaking of the samples after centrifugation. It was noted the customer was unaware if the samples that generated the non-reproducible access accutni+3 and access ck-mb results were loaded through the power processor. All verification testing passed within specifications post service activities completion. In conclusion, a hardware malfunction is the cause of the reported event although no one specific part can be identified as the sole contributor. All MDR's associated with this report: MDR 2122870-2015-00347, MDR 2122870-2015-00349, MDR 2122870-2015-00350, and MDR 2122870-2015-00351. The beckman coulter (bec) internal patient identifier is (B)(6).